Manufacturer narrative:
Additional information received on 08 december 2016 and includes: this is not a packaging error, this was a mistake by the hospital staff. Batch reviews performed on 22 december 2016. Lot. 160845: (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2021-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 163444 (k112115). Lot 163444: (B)(4) items manufactured and released on 22 september 2016. Expiration date: 2021-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. As confirmed by the medical affairs director on 23 december 2016, no clinical investigation is required because this problem was not generated by a defect in implant packaging or production, according to report. Preliminary investigation conduced by medacta on 03 january 2016, reporting as follows: as stated in the report, the surgeon used a black trial liner ø58, presumably the old versafitcup dm trial version, implanting then a black liner (final implant) ø 52. This was confirmed as a mistake by the hospital staff. In the versafitcup dm surgical technique is not reported that the final implant liner color match with the color of the trial liner. The medical staff should always refer to the diameter reported on the devices in order to be sure the trial liner and the final implant have the same diameter. Not yet received.

Event description:
After the surgeon completed the primary hip, he noticed that he implanted the wrong size liner. The trail 58 liner (black) did not match the poly liner implant box. The surgeon implanted a 52 liner as the color matched the trail 58 liner (black). The same day, the surgeon revised the head and liner with the corrected sizes. The surgery was completed successfully. This is not a packaging error, this was a mistake by the hospital staff. X-rays are available. Explants are available.

Manufacturer narrative:
On 28 april 2017, the r&d project manager performed the visual inspection of the retrieved explant and commented as follows: the revised implant did not show any particular signs or damages. The dm liner surface was without signs or damages and the ceramic ball head showed only some signs most probably due to the removal phase. The color code was incorrectly used and, as communicated to medacta, the fault was of the hospital.

Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: it was confirmed that the explants will not become available.